Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the normothermia patient's temperature rose above the target of 36.5c. The patient's temperature was 37.6c. The water temperature was 5.6c with a flow rate of 1.6 lpm. Four xs pads were in place with good coverage. The patient weighed (B)(6). A rectal probe was in place. The patient was sedated but not paralyzed. The nurse noted that the pti was formerly showing two arrows up but was neutral at the time of the call. Per troubleshooting, system diagnostics showed fr=1.6l/min, ip -7psi, cp=49%, cv 0. Pump hours 1638. The complainant checked the pad tubing and fdl for bends or kinks. None were visible. She disconnected and reconnected the pads and enabled and disabled manual control to see if the flow rate would rise. The flow rate remained at 1.7 lpm. Ms&s discussed causes of heat generation. The nurse denied that the patient was shivering or having seizures. Ms&s recommended adding a blanket for counter-warming and to check the medication protocol. The nurse was informed that for a (B)(6) patient weighing (B)(6), size small pads would offer better coverage. Ms&s called back one hour later. The patient's temperature was 36.6c. The water temperature was 23.2c with a flow rate of 1.8 lpm. Per follow up with nurse (B)(6) on (B)(6) 2018, the patent had been administered fentanyl due to patient movement. The complainant called back on (B)(6) 2018 around 3:30 pm noting that the device was not keeping the patient cold. The complainant noted that the patient had diabetic ketoacidosis and some cerebral edema and was being treated for infection. The patient was on pressors and versed. The target temperature was 36.1c and water temperature was 4.4c with a flow of 4 lpm. The graph showed the patient's temperature rising above and falling below the target with correctly corresponding drops or increases in water temperature. The patient's trend indicator was up. Ms&s explained this was likely a patient-related issue as the device was working appropriately. The complainant again noted no shivering and stated the patient was on antibiotics. Per second follow up with nurse (B)(6) on (B)(6) 2017, the pads were replaced on (B)(6) 2018 to a size small set of pads. Treatment was discontinued per doctor's orders due to patient's condition.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the normothermia patient's temperature rose above the target of 36.5c. The patient's temperature was 37.6c. The water temperature was 5.6c with a flow rate of 1.6 lpm. Four xs pads were in place with good coverage. The patient weighed 51 kgs. A rectal probe was in place. The patient was sedated but not paralyzed. The nurse noted that the pti was formerly showing two arrows up but was neutral at the time of the call. Per troubleshooting, system diagnostics showed fr=1.6l/min, ip -7psi, cp=49%, cv 0. Pump hours 1638. The complainant checked the pad tubing and fdl for bends or kinks. None were visible. She disconnected and reconnected the pads and enabled and disabled manual control to see if the flow rate would rise. The flow rate remained at 1.7 lpm. Ms&s discussed causes of heat generation. The nurse denied that the patient was shivering or having seizures. Ms&s recommended adding a blanket for counter-warming and to check the medication protocol. The nurse was informed that for a 16 year old patient weighing 51kgs, size small pads would offer better coverage. Ms&s called back one hour later. The patient's temperature was 36.6c. The water temperature was 23.2c with a flow rate of 1.8 lpm. Per follow up with nurse (B)(6) on (B)(6) 2018, the patent had been administered fentanyl due to patient movement. The complainant called back on (B)(6) 2018 around 3:30 pm noting that the device was not keeping the patient cold. The complainant noted that the patient had diabetic ketoacidosis and some cerebral edema and was being treated for infection. The patient was on pressors and versed. The target temperature was 36.1c and water temperature was 4.4c with a flow of 4 lpm. The graph showed the patient's temperature rising above and falling below the target with correctly corresponding drops or increases in water temperature. The patient's trend indicator was up. Ms&s explained this was likely a patient-related issue as the device was working appropriately. The complainant again noted no shivering and stated the patient was on antibiotics. Per second follow up with nurse jane on (B)(6) 2017, the pads were replaced on (B)(6) 2018 to a size small set of pads. Treatment was discontinued per doctor's orders due to patient's condition.